Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that received three empty packages and issues with the dial not flowing could not be verified due to the product not being returned for failure investigation. A device history record review for model # mfs141 and lot number 22039149 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd maxguard flow controller extension was clogged. The following information was provided by the initial reporter: I have a product that has been reported as not working as should. It is the bd maxguard flow controller extension set. The reference number is (B)(4) and lot number is 22039149. We have experience issues with the dial not flowing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard flow controller extension was clogged. The following information was provided by the initial reporter: I have a product that has been reported as not working as should. It is the bd maxguard flow controller extension set. The reference number is mfs141 and lot number is 22039149. We have experience issues with the dial not flowing.